Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during PICC placement, a specialized intravenous therapy nurse noticed an issue with the connector on the extension tubing of the peripherally inserted central catheter (PICC). After connecting the PICC to the connector, it was found that the PICC catheter was not securely attached; it could still be pulled out even after locking. A new connector was immediately replaced, and the new connection was verified to be secure. The patient was not affected.